Event description:
The plaintiff alleges that while working as a medical assistant and phlebotomist plaintiff was exposed to antigenic natural latex proteins in the latex gloves plaintiff wore. Plaintiff alleges that in 1999, following an allergen patch test, that plaintiff was diagnosed as being allergic to latex. Furthermore plaintiff alleges that as a result of plaintiff's exposure to gloves, that plaintiff has become sensitized to latex, and is not subjected to increased halth risks. Plaintiff is subject in the future to one or more anaphylactic reactions to latex products. Plaintiff has suffered substantial injury, pain and suffering as well as economic loss. Finally plaintiff has had to suffer humiliation, anxiety, embarrassment, outrage, and other mental suffering and emotional distress.